Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer declined and terminated the call before asking ask gfe related questions. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow up report will be filed.